Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a patient was not showing in the system. A technical support specialist confirmed with the customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing in the system. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.